Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope left eye blacked out. The issue occurred during a diagnostic laparotomy procedure and was completed utilizing the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. In addition, due to damage on charged coupled device (ccd) unit, the image disappears during angulation in up/down directions. It was likely cause due to an electrical/electronic component problem. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.